Event description:
A caller reported that the time on their device was off by eight minutes and mentioned that the time always drifts by a few minutes. There was no adverse impact to the customer¿s blood glucose level. The customer declined to change the time or take any further action, and no additional support was requested.